Event description:
It was reported that the right atrial (ra) lead exhibited increased thresholds to high values. A micro-perforation was suspected even though there were no patient symptoms. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient's family member that the ra lead was "defective". It was also reported that the implantable pulse generator (ipg) was also "defective" and the ipg life was short. The ra lead and ipg remain in use but will be replaced "any month now". No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was reprogrammed.